Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient¿s blood glucose was high after the insulin pump was found off the body on a table, with the cause of disconnection unclear; the event involved hyperglycemia with a highest reported glucose of 400 mg/dl for approximately 2 hours 30 minutes, and the patient planned a manual subcutaneous insulin injection before reconnecting to the system. Symptoms included hyperglycemia. Outcomes included temporary disruption to diabetes therapy and need for corrective insulin by pen. Investigation included troubleshooting with the caregiver and education regarding corrective action and reconnection. Investigation of this case revealed no confirmed device malfunction and an undetermined cause for the pump being off the body. It was concluded that the event was related to hyperglycemia of unclear cause without evidence of device failure. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.